Manufacturer narrative:
Product investigation summary: two (2) synframe extensions (part 387.334 with lots 3583182 and 1989304 were returned for evaluation. The parts arrived taped and labeled with the individual malfunctions. The malfunctions were able to be confirmed as the connecting screw of lot 3583182 was missing and the teeth of the arm on both devices were visibly worn and were unable to be adjusted without completely removing the knob (which is pinned to prevent the knob from being completely removed). A visual inspection, functional test, and drawing review were performed as part of this investigation. Although the true root cause of the damage could not be determined, it is likely that excessive force during use and inattentiveness during sterilization contributed to the complaint conditions. The synframe extension is an auxiliary instrument in the synframe system. The synframe family is composed of several modules, allowing for either a lumbar or cervical setup. The system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. The synframe extensions are also recommended for use in the prodisc-oblique set. The relevant product drawings for the top level, the m7 x 0.75 connecting screw, the knob, and the arm with teeth were reviewed during the investigation and found to be adequate in design and materials for the intended use of this device. Changes to the arm and the knob between revisions did not impact the components alleged in the complaint. Review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. The true root cause of the damages could not be determined; however, the drawing specifies that loctite 648 is used to secure the connecting screw in place. It is likely that the glue wore off over the course of the instrument¿s repeated use and sterilization, allowing the instrument to be disassembled and the screw to be lost. The jamming of the bending mechanism was likely a result of excessive torque applied while attempting to achieve adequate stability. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during an anterior discectomy and fusion procedure on (B)(6) 2016, it was noticed that some of the "teeth" on the synframe extension-adjustable ring are worn and or broken which prevented the ring from remaining stable. The procedure was successfully performed using these instruments although "it was not ideal." There was no surgical delay or report of patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.